Manufacturer narrative:
(B)(4).: analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins battery was at normal end of life and t elemetry and output were okay.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v858673, implanted: (B)(6) 2012, product type: lead. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 3387s-40, lot# v183416, implanted: (B)(6) 2009, product type: lead. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
It was reported that the healthcare provider (hcp) felt the battery lasted a shorter time and its longevity was in question. The im plantable neurostimulator (ins) was replaced and the patient recovered without sequela.

Event description:
Additional information received reported there were no therapy impedance measurements as the clinician did not have them. The patient's history of replacements was around the two year mark. It was undetermined if his therapy settings had gone up or changed over time.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.